Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of error 210.5020. Technical support 1. Replace logic board. 2. Return the module to the factory. Recommended replace logic board. Assisted with a part number. (B)(6) will replace logic board. A review of the device history record for sn (B)(4) was performed from date of manufacture 02/18/2015 to present date 11/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device received error 210.5020. There was no patient involvement.